Manufacturer narrative:
Correction: b5 should have stated programming changes not explanted and replaced.

Event description:
Related manufacturer reference number: 2017865-2023-17518. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead and atrial (ra) lead. Ra lead also had automatic mode switch. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-17518. It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead and atrial lead. Ra lead also had automatic mode switch. The physician elected to explant and replace the rv lead. The patient was in stable condition.